Manufacturer narrative:
From the downloaded electronic patient record it was observed that the device had prompted 'change battery'. The user had powered off the device after 6 minutes and 53 seconds of use during the reported event. Physio-control replaced the device's battery. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed battery and determined that the battery had depleted normally due to age and usage. A conclusive of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off during use on a patient. After charging defibrillation energy, the device suddenly powered off. A back-up device was then used to continue treatment. The patient survived; no patient details were provided.